Manufacturer narrative:
The insulin pump was unable to confirm motor position encoder error alarm in alarm history screen due to over written history file. The insulin pump was received with constant motor error alarms during rewind due to encoder signal out of phase noted. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarms during rewind. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that she had high blood glucose of 269 mg/dl. Customer stated that her insulin pump is alarming motor error and she was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).